Event description:
The account alleged the head starts to run up but will not go up. When the account manually cranks the head section up and plugs the bed in, the head section will run back down unintentionally.

Manufacturer narrative:
The account found pt control switch stuck on the right hand siderail. The account replaced the switch to repair the bed.